Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the service history record was performed and revealed no failures or problems that would cause or contribute to the reported event. Should additional relevant information become available, a follow-up report will be submitted.